Event description:
The hcp reported the pump was explanted after an implant duration of 49 months for battery depletion. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.